Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. This product is registered as a combination product.

Event description:
It was reported that the patient presented for in-clinic follow up with the atrial lead exhibiting noise resulting in episodes of pacing inhibition and inappropriate mode switch. No interventions were made. The patient was in stable condition.